Manufacturer narrative:
The failure investigation has been completed and the alleged malfunction issue was verified while the alleged cartridge alarm 0 issue was verified in the pump logs; however, no failure was identified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a cartridge alarm 0 occurred during the load sequence. Additionally, it was reported that a malfunction alarm occurred. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy. Customer¿s blood glucose level was in 102-105 mg/dl range.